Manufacturer narrative:
Brand name ; product ID bi71000222 (lot: -); product type: 2560-mnav - o-arm system brand name ; product ID bi71000902 (lot: -); product type: h3: the system was serviced in the field, and the medtronic representative (rep) found the generator control board was bad. The part was replaced and calibration was performed. The system performed as intended. Codes b01, c02, d02 are applicable to this analysis. H6: multiple annex g codes were reported. G02005 corresponds to concomitant product bi71000222 that comprises the reported event. G02008 corresponds to concomitant product bi71000902 that comprises the reported event. Multiple fdd/annex a codes were reported. A090501 was coded for the radiation being disabled. A110201 was coded for the system not booting past initialization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not passing the initialization stage. The radiation was disabled. No patient was present.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222; lot number: k1915aac rev. J work order complete: h3) a manufacturer representative went to the site to test the imaging system. It was reported that the general control board was bad, and was replaced. Calibration was performed, and the system was now functional. Codes b01, c02, and d02 are applicable. Case part analysis completed: h3) analysis for concomitant product bi71000222 was performed. After functional testing and visual/physical examination, the reported issue was confirmed. A generator control board was installed in the imaging system. The system did not initialized. The generator and communication did not ready. "Electrical component failure" was found. Previously reported codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.